Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an elective device replacement procedure, after the implantable pulse generator (ipg) was connected to the implanted leads, all values were indicated as ok. The physician requested an increase to the lower rate over the intrinsic rate of the patient. Intrinsic rhythm was 80 beats per minute (bpm) with normal sinus rhythm. The lower rate was changed from 60 to 90,but the ipg did not show a paced rhythm of 90 bpm. Diagnostic testing/troubleshooting performed and a different instrument/ programmer/ external device was used. The physician elected to replace the ipg. No patient complications have been reported as a result of this event.